Event description:
Removed oxygen cannula with 25' tubing, the tube was "stuck" to "y" junction on cannula. Removed stuck tube, hole created in tube, observed hole, oxygen supply not used. Dose or amount: lpm, frequency: cont, route: respiratory. Diagnosis or reason for use: hypoxia.